Manufacturer narrative:
(B) (4): the pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is completed.

Event description:
The physician assistant doing the pump refills thought that the silicone septum was deteriorating. She said that when she would take the "old" drug out of the pump before putting the "new" drug in the pump, she thought she could see "chunks" or "particles" of septum in the syringe. It was noted that the pump was also close to end of life. The pump was replaced. There was reported to be no pt injury. The pt recovered without sequelae. The device system was used to deliver morphine.